Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit would not remain charged. They checked the plugs and everything appeared to be in place, but once they hooked this pump up to the patient, it turned off. Readings appeared appropriate. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 ((component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit suffered fault 49. The fse tested the unit using a test balloon, and the unit generated fault 51 and electrical test failure 33. The fse replaced the motor controller board but the issue persisted. The fse replaced the main board. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part number pcb,iabp main board serial number (B)(6). Part number pcb, motor controller 15 00261 50_hthwy rev.f. These parts were received with a reported unit failure of fault 51and electrical test failure 33. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After an extended run in time of 2.5 hours , the fat dept. Could not replicate the failure of electrical test fails 33 and fault 51. The boards passed testing. Retaining the boards in the fat per procedure number 0002-07-d008 rev.ar.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a